Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through an unspecified access set while being used with a spectrum infusion pump. It was further reported that there was potential delays of the flow rate of presidex and midazolam. This was observed during unspecified step at the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.